Event description:
This 52-yr-old female underwent bilateral augmentation mammoplasty in 1975 with implantion of silicone gel implants. Due to medical problems, such as arthritis and an enlarged liver, the pt felt the implants should be removed. Gross exam: both implants were ruptured to the point where a weight was not feasible.